Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of interlink system solution sets were forming cuts, and the clips were reducing fluid flow. This issue was described as, ¿tubes are forming cuts on their own and the clips are reducing fluid to pass¿. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.